Event description:
A female born 25 weeks gestation on (B)(6) 2009, has a past medical history of prematurity and chronic lung disease. On (B)(6) 2010, she was started on inomax at 20 parts per million (ppm) for the treatment of bronchopulmonary dysplasia (bpd). Inomax ds #(B)(4) was used in conjunction with a servo-1 ventilator with the following settings: respiratory rate 30 breaths/minute, 80% oxygen, peak inspiratory pressure (pip) 28, and positive end expiratory pressure (peep) 8. On (B)(6) 2010, 07:00, the inomax ds alarmed "low pressure" indicating the nitric oxide (no) cylinder was running low on no and needed to be replaced. During the alarm, the patient's oxygen saturation decreased from the 90s to the 80s. The respiratory therapist believes the noise from the device alarm stimulated the baby which caused the decrease in oxygen saturation. No patient interventions occurred at this time; the doctor was not called, no increase in ventilatory support or manual bagging with no was deemed necessary. The patient continually received no during the cylinder switch. Her oxygen saturation decrease resolved prior to the completion of the cylinder switch which took approximately 10 minutes. After the no cylinder was replaced, a hissing sound from the back of the device was heard by the respiratory therapist. The respiratory therapist also reported they could smell no. The inomax ds device was replaced and the hissing sound resolved. The respiratory therapist deems the oxygen saturation not serious, mild in severity and possibly related to inomax.

Manufacturer narrative:
The device investigation is as follows: review of the service log showed three instances of "low no/n2 pressure" alarms. The last two occurred and cleared only one second later. Device was booted to customer mode without issue. Upon connection of a pressurized regulator to either of the inlets on rear of device, an audible leak was heard coming from inside device. This leak caused rapid depressurization of regulator. The device was opened, and using another working inomax ds, the presence of no was detected coming from the pressure switch when a pressurized regulator was connected. Evaluation summary: this incident is reported as a device malfunction. The audible alarm probably caused the oxygen saturation decrease which was not very significant, but the alarm could have been caused by a low cylinder or a pressure switch with a significant leak. The leak in the pressure switch contributed to the incident; however, it is inconclusive as to whether or not it caused the incident.